Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited a decrease in the p-wave amplitude. Fluoroscopy confirmed that the atrial lead had become dislodged. The physician decided to reposition the lead, but the lead's helix could not extend, the lead was explanted and replaced. The patient was in stable condition.